Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA(B)(4).

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2018 - (B)(6) 2018. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was initially reported that patient experienced a myopic surprise and decreased visual acuity post implant of a model zcb00 19.5 diopter tecnis monofocal iol (intraocular lens). As a result, the physician was planning to perform a lens exchange. Through follow up it was learned that the lens was explanted as planned and exchange with a lower diopter (18.5). At exchange there was no incision enlargement, vitrectomy or suture required. The patient¿s pre-op visual acuity (pre-initial implant): 20/40 visual acuity post-op (post-initial implant): 20/60 visual acuity post-op (post-replacement): 20/25. The patient is reported to be doing well when discharged.

Manufacturer narrative:
Additional information: patient's affected eye was on the right (od). There were no other treatment or prescription given by doctor and there were no other medical or surgical intervention required. Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint could not be verified. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to specifications. A search revealed that no other complaint has been received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.